Event description:
It was reported the bronchovideoscope displayed a 226 error code (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, the device evaluation results, and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the e226 error code was not confirmed; however, an e216 error was displayed during the device evaluation. Based on the results of the investigation, it is likely that the event occurred due to short circuit and corrosion at the electrical terminal of the plug unit in the scope connector due to a water invasion of the connector; however, a root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: 1.operation manual chapter 3 preparation and inspection states on detection methods. 2. The following warns on water invasion of the device in case leakage test is not performed properly. Reprocessing manual 5.4 leakage testing of the endoscope perform the leakage test: caution: ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ·detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the venting connector on the endoscope. If the leakage tester is detached from the venting connector before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.